Event description:
Procedure type: hernia repair. Patient gender: unknown. According to the reporter: balloon did not inflate during the case. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B)(4).